Event description:
It was reported that the pump failed to turn on after being connected to a usb cable on a wall outlet for 30 minutes. The issue persisted even after attempting with another cable and outlet for one hour. There was no reported impact to the customer¿s blood glucose level. The device is being returned for evaluation, and a replacement pump has been arranged.